Manufacturer narrative:
Hose rupture consistent with restricted airflow resulting from the hose being occluded.

Event description:
Hose ruptured during a case. No reported injuries to the patient or to the or staff.